Event description:
A trilogy 100 was returned to the manufacturer for recertification. There was no harm or injury reported. There was no evidence the device was in patient use. The device was evaluated and initially no malfunction was observed. The device's rubber feet were replaced due to physical damage. During final testing of the device, the device failed a low o2 flow test step. The evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. If any additional information is received, a follow-up report will be filed.